Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6) hospital correction: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that damage to the foley catheter inflation valve was noticed during use on a patient, and the device was immediately stopped. It was also mentioned as please investigate whether the damage occurred during the manufacturing process. Per follow up information received via ibc on 23dec2025, stated that during use there was no impact to the patient.

Event description:
It was reported that damage to the foley catheter inflation valve was noticed during use on a patient, and the device was immediately stopped. It was also mentioned as please investigate whether the damage occurred during the manufacturing process. Per follow up information received via ibc on 23dec2025, stated that during use there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.